Event description:
The customer reported that they can not adjust the gas. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that they can not adjust the gas. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.